Event description:
It was reported that the pump touch screen and the caller is unable to upload their pump data and no other information was provided. Key or button unresponsive/not working.there was no adverse impact to customer¿s blood glucose level. The customer reverted to an alternate method insulin therapy.cts instructed caller to monitor system and call back if issue recurs.